Manufacturer narrative:
Date of initial report: (B)(6) 2017. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the device gave a false positive detection during testing.

Manufacturer narrative:
Date of initial report: 4-27-2017, date of follow up report: 6-27-2017. Evaluation summary: the console was returned and evaluated. The reported condition that a false positive sponge detection occurred was not confirmed. The device was found to function normally and within specification. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device gave a false positive detection during testing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.